Manufacturer narrative:
(B)(4). This is one of two device reports associated with this event.

Event description:
The plaintiff's attorney alleged that the patient experienced a cardiac event caused by the product administered to the patient for dialysis treatment.